Manufacturer narrative:
The customer reported that the multi gas unit will not calibrate. They tried a different cable, hose, and dryline, but the issue persisted. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multi gas unit will not calibrate.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the multi gas unit will not calibrate. They tried a different cable, hose, and dryline, but the issue persisted. The unit was cleaned and evaluated. The reported problem of this unit not being able to calibrate was not duplicated. The gas sensing unit was replaced as a precautionary measure. Device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.